Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system. The erroneous results were released out of the laboratory, and the patient was transferred to a different hospital where a cardiac catheterization procedure was performed, which produced a normal result. Subsequent testing of the patient's sample, through an alternate methodology, recovered a lower value within the acceptable range. There has been no report of current patient outcome to date. The customer supplied beckman coulter with the patient's sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the sample supplied by the customer. In conclusion, patient heterophile interference contributed to the event. Product labeling indicates: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies.